Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that during implant attempt it was determined that this lead was too short to be placed satisfactorily in this patient. The lead was removed and replaced. No patient complications have been reported as a result of this event.